Event description:
It was reported that during a routine device follow-up, the remaining longevity on this pacemaker was less than expected. At the previous device check approximately two years ago, the remaining longevity was eight years and currently it was five months. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure.